Manufacturer narrative:
Result: switch plunger disconnected from motion interrupt pan.

Event description:
It was reported by service report that the bed will not lower. No pt involvement or adverse consequences are reported.